Event description:
It was reported that the foley catheter was difficult to deflate and remove.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (over aspirated or incorrect syringe or collapse lumen or sac close eye or valve damage). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to review due to the unknown product code. Although the product family was unknown the (foley catheter) ifus are found to be adequate based on past reviews. The device was not returned

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter was difficult to deflate and remove.